Manufacturer narrative:
(B)(4). Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and has been revised to not reportable.

Manufacturer narrative:
(B)(4). Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and has been revised to not reportable.

Manufacturer narrative:
(B)(4). The unit was received with cosmetic issues to the front and upper bezel. During the analysis, the pump door issue was confirmed resulting in the replacement of the infusion pump. To address the cosmetic issues, the front and upper bezel were replaced. As part of replacing the bezels, the power switch and foam gasket were also replaced. The repair and testing of the unit was completed and the unit passed all functional tests.

Event description:
It was reported that the cassette door was popping open independently during the procedure. The nurse shut the door and sometimes it stayed closed, and sometimes it popped open again. There was no patient consequence.